Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "ventilator unit connection lost" with other tf during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black the ( the unit continued to ventilate). No harm to patient or user. The issue is deemed as a reportable event since the deivce cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Said they got 9914 during ventilation. Hasn't been able to replicate since.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the root cause was determined to be a loose connection of the cable between the interaction panel (ip) and the ventilator unit (vu). The customer resolved the issue themselves by tightening the cable. There was no patient harm reported. No further investigation or correction needs to be performed. The allegation in this complaint was confirmed to be a complaint. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Said they got 9914 during ventilation. Hasn't been able to replicate since.